Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks due to atrial fibrillation (af). The first shock appeared to accelerate the atrial arrhythmia. The health care professional (hcp) was concern on why the anti-tachycardia pacing (atp) was not delivered. Technical services (ts) reviewed the data and stated that the device sees the new arrhythmia in the redetection because this rhythm occurred within 30 seconds of post shock and after shock, the atp will not be delivered as this therapy is less aggressive than shocks. Ts recommended programming options. This ICD remains in service. No adverse patient effects were reported.